Event description:
A nurse reported that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. Enlargement of the surgical incision was required. Additional info has been requested.